Event description:
While troubleshooting an issue with folate, it was discovered the user had failed one proficiency survey sample for ferritin. The result of 51 ug per l had been reported. The mean value was 27.1 ug per l with an acceptable range of 23-31 ug per l. No erroneous results were generated for pt samples. The user declined a service visit and stated the decision was made to send folate, b12 and ferritin testing to their "mother lab" due to low volume.